Event description:
The user facility reported a 69-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp support due to going into cardiac arrest. While on support, the patient went into ventricular fibrillation (vf) and the patient was shocked out of it. Additionally, there was significant access site bleeding. The site was resutured and angle matching was performed. Additionally, the drive shaft kinked during repositioning. There was a motor spike and a drop in flows. The pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description and the data log review, the cause of the positioning issue most likely was use related issue as the impella pulled back across the valve, unable to re-cross and catheter kinked due to excessive force during repositioning. The cause of the low pump flow issue was not determined since product was not returned for investigation.